Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a portion of the lens and a haptic is tore off & missing. Another portion of the optic is torn off and a small tear in the optic near the other haptic. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the trailing haptic tore off. The lens was removed without enlarging the incision and another model lens was inserted. No pt injury.